Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw of the device opened for first case was broken and the generator was showing replace instrument error. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the top jaw detached. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.